Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call and reported that the reservoir is unable to lock in place when inserted into pump. The customer¿s blood glucose was unknown. The customer stated that the plastic o ring around reservoir is broken off. Customer stated that the damage yesterday evening. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan per healthcare provider's the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window and scratched case.